Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two procedures involving one extractor pro balloon. It was reported to boston scientific corporation that an extractor pro rx-s retrieval balloon device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, a part of an extractor device detached and was mistakenly left inside the scope. On (B)(6) 2017, during a separate procedure, a foreign object was noted to be stuck inside the endoscope and blocked the passage. Reportedly, the foreign object found in the scope was the part of an extractor balloon that was used from the previous procedure. There were no patient complications reported as a result of the event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two procedures involving one extractor pro balloon. It was reported to boston scientific corporation that an extractor pro rx-s retrieval balloon device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, a part of an extractor device detached and was mistakenly left inside the scope. On (B)(6) 2017, during a separate procedure, a foreign object was noted to be stuck inside the endoscope and blocked the passage. Reportedly, the foreign object found in the scope was the part of an extractor balloon that was used from the previous procedure. There were no patient complications reported as a result of the event.